Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope multiple times in the past couple days. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) noted no recorded episodes near the time of the syncopal event and no out-of-range measurements. The physician did not determine the root cause of the syncope. This device remains in service. No additional adverse patient effects were reported.